Event description:
The user facility reported that operators in the central processing department opened a case of s40 sterilant concentrate and stated the cups had an orange appearance. The operators continued to use the s40 sterilant to process instruments and upon completion of the cycle, a dark orange-red residue was observed in the tray. All instruments were reprocessed with a different lot of s40 sterilant before use in patient procedures. Two patient procedures were delayed due to the reported event.

Manufacturer narrative:
An employee at the user facility stated that after the first processing cycle of the day was run, a dark orange-red residue was observed in the tray. Residue was not observed on the endoscope. Steris quality contacted the user facility and asked if the processor and tray are cleaned using 70% isopropyl alcohol at a minimum of once a day as stated in the system 1e operator manual. The customer stated they follow proper cleaning procedures. Steris quality explained that the reported residue can occur if proper cleaning practices are not consistently performed. Steris quality reiterated the importance of following the cleaning instructions contained within the system 1e operator manual. The DHR for the s40 lot number subject of the reported event was reviewed and retain samples were inspected; no issues were noted. A steris service technician inspected the s1e unit and observed the quartz sleeve in the uv assembly required cleaning. This is unrelated to the reported event. The unit was cleaned, tested and returned to service. No additional issues have been reported.